Manufacturer narrative:
The elecsys probnp ii reagent lot number is 78343701 with an expiration date of 31-aug-2025. The other reagent lot numbers and expiration dates were not provided. The investigation reviewed the instrument check and found that the carryover subtest and the pre-wash test failed. The maintenance counter for the gear pump head replacement and the measuring cells on both channels are overdue. The investigation determined the event was consistent with the overdue measuring cell and gear pump head replacement. The specific cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys probnp ii results for 11 patient samples and questionable elecsys vitamin b12 ii and elecsys folate iii for 1 patient sample on a cobas e 801 analytical unit. Patient 1: on 25-aug-2024 the initial elecsys probnp ii result was 17.6 ng/l and the repeated result was 323 nng/l. Patient 2: on 30-aug-2024 the initial elecsys probnp ii result was 219 ng/l and the repeated result was 5498 ng/l. Patient 3: on 30-aug-2024 the initial elecsys probnp ii result was 243 ng/l and the repeated result was 6722 ng/l. Patient 4: on 31-aug-2024 the initial elecsys probnp ii result was 59.9 ng/l and the repeated result was 1244 ng/l. Patient 5: on 31-aug-2024 the initial elecsys probnp ii result was 469 ng/l and the repeated result was 15102 ng/l. Patient 6: on 31-aug-2024 the initial elecsys probnp ii result was 16.2 ng/l and the repeated result was 318 ng/l. Patient 7: on 31-aug-2024 the initial elecsys probnp ii result was 59.0 ng/l and the repeated result was 1599 ng/l. Patient 8: the date was unknown. The initial elecsys probnp ii result was 525 ng/l and the repeated result was 17234 ng/l. Patient 9: the date was unknown. The initial elecsys probnp ii result was 188 ng/l and the repeated result was 7141 ng/l. Patient 10: the date was unknown. The initial elecsys probnp ii result was 20.8 ng/l and the repeated result was 413 ng/l. Patient 11: the date was unknown. The initial elecsys probnp ii result was 171 ng/l and the repeated result was 4338 ng/l. Patient 12: on 01-sep-2024 the initial elecsys vitamin b12 ii result was <73.8 pmol/l and the repeated result was 538 pmol/l. The initial elecsys folate iii result was 3.81 nmol/l and the repeated result was 12.40 nmol/l. The questionable results were reported outside the laboratory. The samples were repeated because the clinician questioned the initial results when they were compared to the patients' clinical history.